Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. During the catheter placement procedure, the catheter helix was allegedly found fractured. It was further reported that the guide wire found to be stuck in the patient's vein and the guidewire was allegedly found to be bent. The procedure was completed by replaced with another device. There was no patient reported injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. During the catheter placement procedure, the catheter helix was allegedly found fractured. It was further reported that the guide wire found to be stuck in the patient's vein and the guidewire was allegedly found to be bent. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation; one video was provided and reviewed.the video the partial view of a clinician holding a guidewire. The clinician is noted to pull the guidewire by holding it on two sides and the guidewire is noted to stretch during the pull and small wire protrusion can be noted in the guidewire. However, the investigation is inconclusive for the reported guidewire fracture, deformation, entrapment and failure to advance issues as the video evidence provided is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.